Event description:
Caller states that softclix lancets were uncapped out of box. Box was sealed and undamaged at time of purchase. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.